Event description:
Customer reported device = hi. Customer was unresponsive. Ambulance arrived around 8:00 am. Emergency medical technician (emt) device = 47 mg/dl. Emt's treated customer with a glucose IV and transported them to the hospital. Hospital gave customer food. No controls used. A reques was made for return product and replacement product was sent.